Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the ground prong on the ac power cord plug was bent. The probable cause for the bent ground prong is use in the customer environment. If the ac power cord is attempted to be removed from an ac power outlet by pulling at angle, it is possible to damage the ac power cord ground prong. This report represents all the info known by the rptr upon query by hospira personnel.